Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had fluid and a potential infection at their generator site. The device history records were reviewed and both the generator and leads were sterilized per functional specifications and passed all quality tests prior to distribution. No further relevant information has been received to date.